Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 9:00 am with blood glucose of 417 mg/dl. Customer high blood glucose reading started on (B)(6) 2017. Customer reports they feel okay to troubleshoot. Customer current blood glucose was 199 mg/dl. Customer blood glucose at the time of the incident is 417 mg/dl. Customer was admitted in the hospital to treat high blood glucose reading and diabetic ketoacidosis. The hospital name was (B)(6). Customer parent reported the incident. Customer stated they did not see any changes after delivering bolus. Customer was still at the hospital. Customer was wearing the pump at time of hospitalization. Infusion set was changed on (B)(6) 2017. High blood glucose reading troubleshooting was not complete. Customer also reported low battery issue and the issue was not resolved. Insulin pump will be returning for analysis.